Event description:
It was reported that a solution set with duo-vent spike cracked and separated at the connection point to the one-link connector during a propofol infusion, resulting in leakage. The reporter stated that the "retractable collar on infusion line" remained connected at one-link site; neverthesless, "the tubing was no longer connected". The reporter additionally stated that due to the leakage, the patient did not receive the intended medication, became agitated, and attempted self-extubation. Subsequently, the patient required "prn additional doses of medication". No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.